Manufacturer narrative:
Product analysis: analysis of product 1845000 of serial # (B)(4) and lot # 209455624 confirmed customer's reason for return overheating. The motor overheats. The collet and motor were worn. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the motor was heating. There was no user / patient impact. There was no surgical delay. On follow-up it was reported that it approximately takes 1 minute to overheat. Procedure performed was ear surgery and back up device was used.